Event description:
It was reported that the pt experienced luxation, instability, and dislocation and was revised. Surgeon also reports a suspected hypersensitivity reaction.

Manufacturer narrative:
This report will be amended when our investigation is complete.